Manufacturer narrative:
Occupation: physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported that the patient had a sudden change in therapy: a burning, shocking pain that was going into the testicles and down into the leg which started the prior day. The hcp was with the patient during the call, but wasn¿t the managing hcp and didn¿t have a way to interrogate the ins to turn off stimulation. The patient claims to be homeless and lost the patient programmer. There was no known activity or event that prompted the issue. Patient services reviewed that a manufacturer¿s representative (rep) could come and turn off the therapy, and assist in finding an hcp to manage the device and help patient obtain a replacement programmer. Due to the patient¿s claim of homelessness the hcp felt replacement cost would be beyond what the patient could handle; however, they were transferred to a service that provides replacement programmers to needy patients. No further complications were reported.

Event description:
Additional information was received from a nurse at the prison facility who knew the patient: reported shocking is no longer happening, the issue has since resolved. There was no intervention taken, and the cause was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.